Event description:
It was reported to philips that azurion system was not starting and an error ""reboot and select proper boot device" was given. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and restored the bios and re-inserted the hdd which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with the customer and confirmed that system had boot up issue. Review of system log file could not confirm the malfunction. Upon remote analysis, the cause of the issue was found to be a bad sector on the hdd or a bad contact on the backplane (hdd). The hdd was reinserted by customer. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.